Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had open lesions under her breasts due to the garment being too tight. The patient applied a prescribed medication to the irritation. After applying the medication and removing the lifevest, the irritation healed.